Event description:
It was reported by the patient's wife that the patient presented at the emergency room today with low blood pressure and "high" heart rate. It was also reported that the patient is "nervous" that the device may deliver a shock due to the patient's heart rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.